Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor exhibited a loss of sensing. The insertable cardiac monitor was explanted. The patient was in stable condition.